Event description:
It was reported that the locked out of the etrak 2500 system after entering the wrong password. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was on loan, therefore, had a different password than normal system. The system was tested and found to be working as intended and put back into service.